Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk and situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported the pt was admitted on (B)(6) 2010 for acute coronary syndrome (acs) and on admission the pt received aspirin, clopidogrel and clexane. An angiogram was performed. The pt's acs settled and no further intervention was required. The physician successfully sealed the groin with a 6f angio-seal vip and the pt was sent to the coronary care unit (ccu) for monitoring over night. The pt's referring cardiologist assessed the pt's status the following morning, (B)(6) 2010, and noticed a very small (1cm x 2cm) hematoma at the puncture site but was satisfied that there was no false aneurysm and no extension of the hematoma. The pt was given strict instructions not to horse ride or lift anything heavy for the next week and to contact the referring cardiologist if the hematoma enlarged, was sore or if there were signs of infection. Three days later, (B)(6) 2010, the pt went to her local general practioner (gp) to report a change in the size of the hematoma. The gp noted that the hematoma was very large and wrote the pt a script for antibiotics, but did not request further investigation or review of the hematoma. On 26 october 2010, the pt contacted the referring cardiologist for a new script of clexane and did not mention the hematoma. On (B)(6) 2010, the pt went to the ER after collapsing at home. According to the deploying cardiologist, the pt experienced a cardiac arrest due to hypovolemic shock, but was resuscitated. It was observed that the hematoma extended from mid-abdomen across to the left flank and down to the knee. On (B)(6) 2010, the pt was transferred to another hospital for surgical intervention to review and assess the groin. The surgeon's report stated that a 2mm puncture was found in the femoral artery consistent with having had an angiogram on the (B)(6) 2010. There was no mention of the absence or presence of an angio-seal device. The cardiologist reported that due to the amount of blood loss over an extended amount of time, the bowel and the kidneys were significantly impaired and the pt required bowel surgery to remove the necrotic small bowel. On (B)(6) 2010, the pt expired.